Event description:
Pt reported as "band sliped, pain, vomiting, gas and reflux." Follow up findings: physician's office reported confirmation of the pt's symptoms and diagnosis with surgical intervention of band repositioning planned, but not scheduled at this time.